Event description:
It was reported that the right ventricular (rv) lead was suspected of dislodgement soon after implant since pacing thresholds and r-waves were unstable. It was also reported that during rv lead repositioning it was discovered that the rv lead had fractured. Therefore, the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary - (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. The defibrillation conductor was distorted. There was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. The lead had apparent explant damage.